Event description:
As reported , during inspection, it was found the device elevator wire was broken. Raiser movement completely lost in both directions. Event occurred during the procedure. According to the report, the procedure was endoscopic retrograde cholangiopancreatography (ercp) stenting. There was a delay of approximately 10 to 15 minutes with procedure successfully completed using a similar device (same model of the subject device (tjf-160vr). No harm was reported. No patient harm, no user injury reported due to the event. Device return evaluation found the k-wire has a cut with a bent part. The k-wire found completely broken at the control unit side.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection found the k-wire has a cut with a bent part. The k-wire noted to be completely broken at the control unit side. Furthermore, the following defects were identified during device inspection: adhesive on a-rubber found detached. S-cover has a scratch, grip has a scratch, s-cylinder found shaved. Forceps channel port found shaved. Universal cord has a scratch, s-connector has a scratch , light guide (lg-cover) glass has a dent, switches ( switch 1 and switch 4 has scratch). Due to wear of angle wire, bending angle in up/down/right/left direction does not meet the standard value due to wear of angle wire, the play of up/down (u/d) knob noted to be out of the standard value. Follow up is in progress regarding additional information for the event reported . Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response to follow up. Correction to g3 of the initial medwatch. The aware date should be 04-nov-2022 and not 09-nov-2022. Communication with the customer informed that there was no impact on the patient as the result of the reported issue. Delay in procedure of 10-15 minutes did not have an adverse effect to the patient. Legal manufacturer investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, it was presumed that the reported event of ¿breakage of k-wire during the procedure¿¿¿, the k-wire strands were cut off due to stress from repeated manipulation of forceps elevator. It was presumed from the investigation results that the reported event of ¿k-wire strands were cut off and frayed¿, the k-wire strands were cut off due to stress from repeated manipulation of forceps elevator, and the wire was raised up due to repeated brushing around forceps elevator at reprocessing and attachment/detachment of distal cover. The event can be prevented by following the instructions for use (IFU) which states : inspection of the forceps elevator mechanism. Perform the following inspections while the bending section is straight. Inspection for smooth operation 1. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿ u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. 2. While observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the opposite direction of the ¿u¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. User can reduce occurrence of the suggested event by reprocessing the device properly in accordance with the following IFU. Cleaning, disinfection and sterilization procedures - brushing around the forceps elevator and instrument channel outlet - using a stiff brush or excessive force when brushing may scratch the distal end and result in water leakage; cause the elevator wire to come off the distal end, bend or kink the elevator wire so that the forceps elevator will no longer work. User can reduce occurrence of the suggested event by attaching distal cover properly in accordance with the IFU (preparation and inspection) for attaching the distal cover. Olympus will continue to monitor complaints for this device.